Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose level was 529 mg/dl. Reportedly, the elevated bg was addressed by drinking fluids and the customer would deliver a correction bolus via the pump.